Event description:
An optometrist reported a case of foreign body, one day after refractive surgery on a left eye. Reporter also provided patient reported complaint of dry eye, and commented that the patient was happy with his post op vision. Reporter referred case to a co-managing physician for a flap lift and rinse procedure, for the reported foreign body. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).